Event description:
It was reported that the patients ipg was taking longer to charge and was not keeping a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted ipg was not returned.